Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced lightheartedness and dizziness and was admitted to the hospital on (B)(6) 2019. A device interrogation on (B)(6) 2019 did not discover any episodes or any other possible event that correlated with the time of the patient's symptoms on (B)(6) 2019. The device interrogate also noted 13 automatic mode switch episodes since (B)(6) 2019. One episode was a brief supraventricular tachycardia episode with no therapy required. The other episodes appeared to be oversensing noise. The device was reprogrammed. The patient was stable and would be monitored.